Event description:
Three days after percutaneous coronary intervention (pci) with a cypher stent, the patient returned to the hospital with new symptoms and thrombus was found in the implanted stent. This patient presented for elective treatment of a de novo lesion in the mid to proximal left anterior descending artery of 20mm in length in a 3.0mm vessel diameter. The (b2) lesion was also eccentric. Pre-procedure medication included aspirin 100 mg/day since 1997 and ticlopidine hydrochloride 200mg/day since 2004. Intra-procedure medication included heparin 10,000 units. Pre-dilation was conducted with a 3.0x20mm balloon at 10 atmosphere (atm) before deploying a 3.0x28mm cypher stent at 16atm. Post-dilation was not conducted. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Act was not measured. Post-procedure medication included aspirin 100 mg/day since 1997 and ticlopidine hydrochloride 200mg. Three days later, the patient complained of chest pain and also developed ventricular fibrillation. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, aspiration and poba with a 3.0xunknown length balloon. The patient's condition stabilized. The patient was discharged 23 days later. The physician commented that the possible cause of the thrombotic event was because the cypher was under dilated.

Manufacturer narrative:
Please note that this product is not distributed in the united states but it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.